Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 08/11/2016, to report that on (B)(6) 2016 the receiver had gaps in data. No additional event or patient information is available.